Event description:
A cryoablation procedure was performed (B)(6) 2013. On (B)(6) 2013, the patient contacted medtronic and reported that he had a phrenic nerve injury with paralysis of right-sided diaphragm. The patient provided further information on (B)(6) 2013 indicating that he is suffering from shortness of breath, insomnia, chest muscle fatigue and pain, and depression. The patient indicated that he had a sniff test on (B)(6) 2013 that showed that movement of the right-sided diaphragm was about 1/10th of the movement of the left-sided diaphragm. Information received from the user facility on (B)(6) 2013 indicated that the 23 mm balloon catheter was used to ablate the right-sided veins. Two applications were done in the ripv without incident. Diminished capture of the phrenic nerve was seen 61 seconds into the ablation of the rspv at a temperature of -53c.

Manufacturer narrative:
The device was not returned for investigation. Bin files were analyzed and do not show system notices or issues for the date of event. Bin files show that at least 33 injections were performed with a 28mm catheter (arctic front advance model 2af284) and that at least 6 injections were performed with the 23mm catheter identified in section d. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.